Event description:
Information was received from a patient regarding an external device. The reason for call was patient (pt) reported they had not been able to get their controller to work for months. Patient stated they would plug the controller into the ac power supply and try to get everything working and the controller would not charge or turn on; patient stated the controller was completely nonfunctional and they hadn't had their stimulation going for months because of that. Patient had the ac power plugged into the controller and green light displayed but nothing displayed on the screen. No visible damages in the battery compartment and battery pack. The second pin from the right in the controller charging port was depressed or discolored. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back and stated they received the controller replacement but the new controller is not taking a charge. Pt stated the green light is on the ac power plug but there is no light on the controller when they connect it to ac power. Pt did put the aa batteries in the new controller and verified the controller does power on. Pt is in the car and cannot do further troubleshooting with ac power cord. Patient services (pss) is sending repair a request for the li battery and the ac power cord.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6). Product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6). Product type: 0001-accessory brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.